Event description:
A vaxcel plus dialysis catheter was being placed for therapeutic purposes. During catheter insertion, the catheter did not sufficiently exit the sheath without peeling the sheath down to the catheter. Both wings of the sheath broke. The physician peeled the sheath using a forcep to get the catheter into the vein.